Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the buttress material was bunched in the cut line. Functional testing could not be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During the second firing on the sleeve, there was poor staple formation. It appeared that the staples did not close tightly enough. The reinforcement material was shearing off and bunching up inside the staple line after the staples were deployed onto the tissue when they retracted the I-beam and opened the stapler. The case was completed using a new reload. No patient injury.